Event description:
It was reported that during removal of the epidural catheter, it separated and a piece of the outer coating was left in situ. It was decided not to remove the retained catheter portion. There were no further complications.